Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's mother had an insulin pump that was experiencing multiple pump errors despite several internal battery resets and new battery cap. The customer's blood glucose level was 9.4 mmol/l. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Power graph analysis confirmed power loss alarms at the long trace history file and an abnormal loaded voltage at the power graph management tool due to connector resistance at the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. No unexpected power loss alarms noted during testing. Pump received with scratched case, cracked select button keypad overlay, faded serial number label, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.